Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and hospitalized due to high blood glucose on (B)(6) 2021 for 5 days. Customer¿s blood glucose was above 500 mg/dl. Customer¿s current blood glucose was 135 mg/dl. Customer¿s low blood glucose was treated with intravenous insulin drip, manual injection and insulin pen. The customer did not experienced the symptoms such as high blood glucose event. Troubleshooting was done for high blood glucose. The customer reported they had been using insulin pump within 48 hours of reported high blood glucose. Auto mode feature was active at the time of event. Based on customer¿s response customer believed insulin pump was under-delivering insulin as it did not seem to deliver the insulin like it should have been. The insulin pump will be and reservoir will not be returned for analysis.